Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: b2: in earlier report, "hospitalization - initial or prolonged" should also have been selected.

Event description:
Additional information was received that patient had been hospitalized after lead implant surgery, was later discharged from hospital, and was prescribed physical therapy to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
It was reported that the patient experienced pain and numbness after a surgery which included spinal decompression and a lead implant. To address the issue, surgical intervention occurred on (B)(6) 2021 during which further spinal decompression was done to address the issue.